Event description:
Surgiwrap placed in the pelvis during a 2006 surgery for pelvic lymph node dissection, periaortic node biopsy, and sigmoid colon lysis of adhesion. Three months later during a f/u exam, surgiwrap was noted coming through the vaginal cuff and twenty seven days later, pieces of surgiwrap were removed from the vaginal vault.

Manufacturer narrative:
The product was explanted and was attributed to the pt condition in the opinion of the surgeon of record for this case.